Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they could not increase their intensity past 5.9 and it was telling them that the neurosense was adjusting their therapy. The issue began last week. Patient felt that they needed to increase their stimulation and it previously allowed them to increase to 6.3. Patient mentioned there were times they would lower or raise the intensity and the device would get stuck and when they would sleep and lie down they could raise the intensity easily. Patient inquired why the stimulation didn't work as well depending on the time of the day. During the call agent reviewed neurosense information. Patient turned therapy off then turned it back on. Patient was unable to increase settings. Patient didn't have any other groups besides group a. Agent also advised patient to turn neurosense off then turn it back on and redirected to their healthcare provider to further address the issue if the issue did not resolve. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating they received a letter from the manufacturer with a reference number (B)(4) the pt wanted to speak to the person who sent them the letter because they did not understand the questions on the letter. The pt said they had a problem with the handset because they had intensity at 6.7 but they could not increase it for it would not respond. They got neuro sense is adjusting the therapy try again in a few seconds or consult the manual. During call pt turned therapy off and then back on; the pt still had the same issue with group a. Pt turned neuro sense off and was able to adjust intensity level.